Event description:
It is reported that the patient was revised due to a broken durasul patella.

Manufacturer narrative:
(B)(4). Evaluation summary: photographs provided by the hospital appear to show that the pegs may have been sheared off. Review of the intra-operative record provided indicates surgical technique was followed. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. The patella involved with this complaint is associated with a field action that was initiated on (B)(4) 2012. Please reference 1822565-12/21/2011-005r. Review of the device history records did not find any deviations or anomalies.